Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the egypt. It was reported that the patient faced issue with infusion set on (B)(6) 2026.tape not sticking in 2nd day insertion due to extra sweating, nsertion site was abdomen. No further information is available.